Event description:
Related manufacturer reference number: 2017865-2021-18647. During a clinic follow-up, an increase in the capture threshold was observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed a dislocation of the ra lead and the right ventricular (rv) lead. During the revision procedure, insulation damage was visually confirmed on the ra lead. Additionally, when attempting to remove the rv lead from the header, the connector pin detached from the rv lead. Both the ra and rv leads were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement and a detached connector sleeve. As received, a complete lead was returned in one piece for analysis with the helix partially extended and clogged with dried blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was within specification. The reported event of the detached connector sleeve was confirmed. The cause of the reported event of the detached connector sleeve was consistent with procedural damage. Visual and x-ray inspections of the lead did not reveal any anomalies, except for procedural damage.